Manufacturer narrative:
Three mz9277 samples were received in opened packaging from lot 22049315 for investigation; no residual fluid was present in all three sets. The customer reported that "the valve gets off the extension with very low force". A visual inspection of the returned samples confirmed the customer experience as the tubing was separated from the maxzero tubing joint (appendix 1). A closer inspection of the tubing found that was residual solvent at the joint (appendix 2). The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be determined, however it is possible that the separation occurred as a result of an inconsistent application of solvent coupled with a pulling force. This is a hand assembled joint and therefore the customer's experience is likely to have been contributed to by human error. A review of the production records for lot 22049315 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector disconnected. The following information was received by the initial reporter with the verbatim: these products are installed at chilren poliklinik, but problem accured at children ward. The valve gets off the extension with very low force.

Manufacturer narrative:
This MDR supplemental is made for correction of MDR 9669601 due to wrong date received by manufacturer which should be 01/16/2024.

Event description:
No new information: these products are installed at children poliklinik, but problem occured at children ward the valve gets off the extension with very low force.